Event description:
Healthcare professional reported "possible rupture, and implant exchange from textured to smooth due to the patients concerns with the product". This record is for left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture

Event description:
Healthcare professional reported "possible rupture, and implant exchange from textured to smooth due to the patients concerns with the product". This record is for left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: no observed. ¿anxiety - product/ procedure : unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, deformation and crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6

Event description:
Device was explanted.